Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic ain that radiated down legs/sharp pains,") in a 39-year-old female patient who had essure (batch no. 50717071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 182 lbs. Previously administered products included for an unreported indication: oral contraceptive from 2004 to 25-jul-2013. Concurrent conditions included migraine, headache, irritability, anxiety, breast pain, tenderness, uterine bleeding and cystitis interstitial. Concomitant products included spironolactone since 2014 and tizanidine since 2014. In 2013, the patient experienced allergy to metals ("nickel allergy") with rash and urticaria, migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), the first episode of fatigue ("fatigue"), cystitis ("bladder or urinary problems or changes: cystitis") and pollakiuria ("increased frequency in urination"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), palpitations ("blood or heart disorder/condition type: heart palpitations"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), acne ("unusual acne"), arthralgia ("joint and hip pain"), headache ("headaches"), the second episode of fatigue ("fatigue"), alopecia ("hair loss"), hypersensitivity ("allergic or hypersensitivity reactions"), abdominal pain lower ("excessive cramps"), dysgeusia ("metallic taste in mouth"), mood swings ("hormonal changes: mood swings"), urinary tract disorder ("bladder or urinary problems or changes") and libido decreased ("low libido"). The patient was treated with surgery (on (B)(6) 2016 , she had surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, acne, the last episode of fatigue, hypersensitivity, abdominal pain lower, dysgeusia, allergy to metals, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved, the arthralgia, headache and alopecia was resolving and the mood swings, urinary tract disorder, migraine, palpitations, vaginal discharge, nausea, dyspareunia, weight increased, libido decreased, cystitis and pollakiuria outcome was unknown. The reporter considered abdominal pain lower, acne, allergy to metals, alopecia, arthralgia, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, headache, hypersensitivity, libido decreased, menorrhagia, migraine, mood swings, nausea, palpitations, pelvic pain, pollakiuria, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: she did not had any complications or problems that occurred at the time of your essure placement procedure. She did not had any complications from your essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram on(B)(6) 2013: results: total bilateral occlusion. Ultrasound scan vagina on (B)(6) 2015: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic ain that radiated down legs/sharp pains,") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 182 lbs. Previously administered products included for an unreported indication: oral contraceptive from 2004 to 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 2 years 8 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), palpitations ("blood or heart disorder/condition type: heart palpitations"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), acne ("unsual acne"), arthralgia ("joint and hip pain"), headache ("headaches"), the first episode of fatigue ("fatigue"), alopecia ("hair loss"), hypersensitivity ("allergic or hypersensitivity reactions"), abdominal pain lower ("excessive cramps"), dysgeusia ("metallic taste in mouth"), allergy to metals ("nickel allergy") with rash, hormone level abnormal ("hormonal changes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), the second episode of fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2016 , she had surgery to remove essure). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, acne, hypersensitivity, abdominal pain lower, dysgeusia, allergy to metals, vaginal haemorrhage, menorrhagia, dysmenorrhoea and the last episode of fatigue had resolved, the arthralgia, headache and alopecia was resolving and the hormone level abnormal, bladder disorder, urinary tract disorder, migraine, palpitations, vaginal discharge, nausea, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal pain lower, acne, allergy to metals, alopecia, arthralgia, bladder disorder, dysgeusia, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, palpitations, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: she did not had any complications or problems that occurred at the time of your essure placement procedure. She did not had any complications from your essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received: aka names added. Event added as hormonal changes, hysterectomy (partial), abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, migraines / headaches, rashes or skin conditions type: skin rash, blood or heart disorder/condition type: heart palpitations, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, hair loss. Historical, concomitant condition and relevant lab data and historical drug and product and reporter information was updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic ain that radiated down legs/sharp pains,") in a 39-year-old female patient who had essure (batch no. 50717071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 182 lbs. Previously administered products included for an unreported indication: oral contraceptive from 2004 to (B)(6) 2013. Concurrent conditions included migraine, headache, irritability, anxiety, breast pain, tenderness, uterine bleeding and cystitis interstitial. Concomitant products included spironolactone since 2014 and tizanidine since 2014. In 2013, the patient experienced allergy to metals ("nickel allergy") with rash and urticaria, migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), the first episode of fatigue ("fatigue"), cystitis ("bladder or urinary problems or changes: cystitis") and pollakiuria ("increased frequency in urination"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), palpitations ("blood or heart disorder/condition type: heart palpitations"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), acne ("unsual acne"), arthralgia ("joint and hip pain"), headache ("headaches"), the second episode of fatigue ("fatigue"), alopecia ("hair loss"), hypersensitivity ("allergic or hypersensitivity reactions"), abdominal pain lower ("excessive cramps"), dysgeusia ("metallic taste in mouth"), mood swings ("hormonal changes: mood swings"), urinary tract disorder ("bladder or urinary problems or changes") and libido decreased ("low libido"). The patient was treated with surgery (on (B)(6) 2016 , she had surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, acne, the last episode of fatigue, hypersensitivity, abdominal pain lower, dysgeusia, allergy to metals, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved, the arthralgia, headache and alopecia was resolving and the mood swings, urinary tract disorder, migraine, palpitations, vaginal discharge, nausea, dyspareunia, weight increased, libido decreased, cystitis and pollakiuria outcome was unknown. The reporter considered abdominal pain lower, acne, allergy to metals, alopecia, arthralgia, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, headache, hypersensitivity, libido decreased, menorrhagia, migraine, mood swings, nausea, palpitations, pelvic pain, pollakiuria, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: she did not had any complications or problems that occurred at the time of your essure placement procedure. She did not had any complications from your essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2015: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-jan-2019: reporter and concomitant drugs were added. Added lot number. Added event increased frequency in urination. Added onset dates of events. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic ain that radiated down legs/sharp pains,') in a 39-year-old female patient who had essure (batch no. 50717071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 182 lbs. Previously administered products included for an unreported indication: oral contraceptive from 2004 to 25-jul-2013. Concurrent conditions included migraine, headache, irritability, anxiety, breast pain, tenderness, uterine bleeding, cystitis interstitial and menses irregular with excessive bleeding. Concomitant products included spironolactone since 2014 and tizanidine since 2014. In 2013, the patient experienced allergy to metals ("nickel allergy") with rash and urticaria, migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), the first episode of fatigue ("fatigue"), cystitis ("bladder or urinary problems or changes: cystitis") and pollakiuria ("increased frequency in urination"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), palpitations ("blood or heart disorder/condition type: heart palpitations"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), acne ("unsual acne"), arthralgia ("joint and hip pain"), headache ("headaches"), the second episode of fatigue ("fatigue"), alopecia ("hair loss"), hypersensitivity ("allergic or hypersensitivity reactions"), abdominal pain lower ("excessive cramps"), dysgeusia ("metallic taste in mouth"), mood swings ("hormonal changes: mood swings"), urinary tract disorder ("bladder or urinary problems or changes"), libido decreased ("low libido") and pain in extremity ("leg pain") and was found to have skin cancer ("skin cancer"). The patient was treated with surgery (on (B)(6) 2016 , she had surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, acne, the last episode of fatigue, hypersensitivity, abdominal pain lower, dysgeusia, allergy to metals, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved, the arthralgia, headache and alopecia was resolving and the mood swings, urinary tract disorder, migraine, palpitations, vaginal discharge, nausea, dyspareunia, weight increased, libido decreased, cystitis, pollakiuria, pain in extremity and skin cancer outcome was unknown. The reporter considered abdominal pain lower, acne, allergy to metals, alopecia, arthralgia, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, headache, hypersensitivity, libido decreased, menorrhagia, migraine, mood swings, nausea, pain in extremity, palpitations, pelvic pain, pollakiuria, skin cancer, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: she did not had any complications or problems that occurred at the time of your essure placement procedure. She did not had any complications from your essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Endoscopy large bowel - on an unknown date: findings¿ there are small follicles.. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2015: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs and social media received. Event: leg pain and skin cancer were added. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic ain that radiated down legs/sharp pains,') in a 39-year-old female patient who had essure (batch no. 50717071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 182 lbs. Previously administered products included for an unreported indication: oral contraceptive from 2004 to (B)(6) 2013. Concurrent conditions included migraine, headache, irritability, anxiety, breast pain, tenderness, uterine bleeding, cystitis interstitial and menses irregular with excessive bleeding. Family history included carcinoma basal cell (father). Concomitant products included spironolactone since 2014 and tizanidine since 2014. In 2013, the patient experienced allergy to metals ("nickel allergy") with rash and urticaria, migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), cystitis ("bladder or urinary problems or changes: cystitis") and pollakiuria ("increased frequency in urination"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), palpitations ("blood or heart disorder/condition type: heart palpitations"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), acne ("unsual acne"), arthralgia ("joint and hip pain"), headache ("headaches"), alopecia ("hair loss"), hypersensitivity ("allergic or hypersensitivity reactions"), abdominal pain lower ("excessive cramps"), dysgeusia ("metallic taste in mouth"), mood swings ("hormonal changes: mood swings"), urinary tract disorder ("bladder or urinary problems or changes"), libido decreased ("low libido"), pain in extremity ("leg pain"), neck pain ("neck pain") and bladder cyst ("cyst on bladder") and was found to have skin cancer ("skin cancer") with pruritus and skin neoplasm bleeding. The patient was treated with surgery (on (B)(6) 2016 , she had surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, acne, hypersensitivity, abdominal pain lower, dysgeusia, allergy to metals, vaginal haemorrhage, menorrhagia, dysmenorrhoea and fatigue had resolved, the arthralgia, headache and alopecia was resolving and the mood swings, urinary tract disorder, migraine, palpitations, vaginal discharge, nausea, dyspareunia, weight increased, libido decreased, cystitis, pollakiuria, pain in extremity, skin cancer, neck pain and bladder cyst outcome was unknown. The reporter considered abdominal pain lower, acne, allergy to metals, alopecia, arthralgia, bladder cyst, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, libido decreased, menorrhagia, migraine, mood swings, nausea, neck pain, pain in extremity, palpitations, pelvic pain, pollakiuria, skin cancer, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not had any complications or problems that occurred at the time of your essure placement procedure. She did not had any complications from your essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Endoscopy large bowel - on an unknown date: findings¿ there are small follicles.. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2015: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: neck pain, cyst, itch, skin neoplasm bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2020: social media received: new events "neck pain, cyst on bladder, pink spot on shoulder would itch and bleed" were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic ain that radiated down legs/sharp pains,') in a 39-year-old female patient who had essure (batch no. 50717071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 182 lbs. Previously administered products included for an unreported indication: oral contraceptive from 2004 to (B)(6)2013. Concurrent conditions included migraine, headache, irritability, anxiety, breast pain, tenderness, uterine bleeding, cystitis interstitial and menses irregular with excessive bleeding. Family history included carcinoma basal cell (father). Concomitant products included spironolactone since 2014 and tizanidine since 2014. On (B)(6)2013, the patient had essure inserted. In 2013, the patient experienced allergy to metals ("nickel allergy") with rash and urticaria, migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), cystitis ("bladder or urinary problems or changes: cystitis") and pollakiuria ("increased frequency in urination"). In 2014, the patient was found to have weight increased ("weight gain"). On (B)(6)2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), palpitations ("blood or heart disorder/condition type: heart palpitations"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), acne ("usual acne"), arthralgia ("joint and hip pain"), headache ("headaches"), alopecia ("hair loss"), hypersensitivity ("allergic or hypersensitivity reactions"), abdominal pain lower ("excessive cramps"), dysgeusia ("metallic taste in mouth"), mood swings ("hormonal changes: mood swings"), urinary tract disorder ("bladder or urinary problems or changes"), libido decreased ("low libido"), pain in extremity ("leg pain"), neck pain ("neck pain"), bladder cyst ("cyst on bladder"), visual impairment ("vision issues") and tooth disorder ("dental issues") and was found to have skin cancer ("skin cancer") with tumour pruritus and skin neoplasm bleeding. The patient was treated with surgery (on (B)(6)2016 , she had surgery to remove essure). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, acne, hypersensitivity, abdominal pain lower, dysgeusia, allergy to metals, vaginal haemorrhage, menorrhagia, dysmenorrhoea and fatigue had resolved, the arthralgia, headache and alopecia was resolving and the mood swings, urinary tract disorder, migraine, palpitations, vaginal discharge, nausea, dyspareunia, weight increased, libido decreased, cystitis, pollakiuria, pain in extremity, skin cancer, neck pain, bladder cyst, visual impairment and tooth disorder outcome was unknown. The reporter considered abdominal pain lower, acne, allergy to metals, alopecia, arthralgia, bladder cyst, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, libido decreased, menorrhagia, migraine, mood swings, nausea, neck pain, pain in extremity, palpitations, pelvic pain, pollakiuria, skin cancer, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: she did not had any complications or problems that occurred at the time of your essure placement procedure. She did not had any complications from your essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Endoscopy large bowel - on an unknown date: findings¿ there are small follicles.. Hysterosalpingogram - on (B)(6)2013: results: total bilateral occlusion. Ultrasound scan vagina - on (B)(6)2015: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: neck pain, cyst, itch, skin neoplasm bleeding . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received event " dental issue and vision issues" were added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic ain that radiated down legs/sharp pains,") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 182 lbs. Previously administered products included for an unreported indication: oral contraceptive from 2004 to 2013. Concurrent conditions included migraine and headache. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 2 years 8 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), palpitations ("blood or heart disorder/condition type: heart palpitations"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), acne ("unusual acne"), arthralgia ("joint and hip pain"), headache ("headaches"), the first episode of fatigue ("fatigue"), alopecia ("hair loss"), hypersensitivity ("allergic or hypersensitivity reactions"), abdominal pain lower ("excessive cramps"), dysgeusia ("metallic taste in mouth"), allergy to metals ("nickel allergy") with rash and urticaria, mood swings ("hormonal changes: mood swings"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), the second episode of fatigue ("fatigue"), weight increased ("weight gain"), libido decreased ("low libido") and cystitis ("bladder or urinary problems or changes: cystitis"). The patient was treated with surgery (on (B)(6) 2016 , she had surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, acne, hypersensitivity, abdominal pain lower, dysgeusia, allergy to metals, vaginal haemorrhage, menorrhagia, dysmenorrhoea and the last episode of fatigue had resolved, the arthralgia, headache and alopecia was resolving and the mood swings, urinary tract disorder, migraine, palpitations, vaginal discharge, nausea, dyspareunia, weight increased, libido decreased and cystitis outcome was unknown. The reporter considered abdominal pain lower, acne, allergy to metals, alopecia, arthralgia, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, headache, hypersensitivity, libido decreased, menorrhagia, migraine, mood swings, nausea, palpitations, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: she did not had any complications or problems that occurred at the time of your essure placement procedure. She did not had any complications from your essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: reporters details added. Event added as blood or heart disorder: heart palpitation, allergic reaction type: hives, low libido. Event pt updated for hormonal changes: mood swings, bladder or urinary problems or changes: cystitis. Concomitant condition added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2016 , she had surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.